Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump displayed alert 38 indicating consecutive motor stalls that persisted after restart, priming, and rewinding, and a replacement device was shipped. Symptoms included the risk of interrupted insulin delivery; no adverse clinical symptoms were reported. Outcomes included use of backup therapy and continued glucose monitoring with a dexcom g7. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.